Event description:
Customer reported that a patient presented with an infection one month following hip replacement. The patient underwent two incision and drainage procedures over a six month period. The patient was subsequently returned to surgery one year following the initial procedure for removal of the hip replacement.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.